Event description:
Info received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician found the problem to be faulty emergency trend valve. The emergency trend function still worked. He replaced the emergency trend valve to repair the bed.